Event description:
The event involved a plum 360, list number 30010, serial number (B)(6). Customer stated by note: distal air. It is unknown if there was patient involvement, but no harm occurred.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. The delivery accuracy test was performed to attempt to duplicate the reported issue of distal air. The reported issue was duplicated. The reported issue was confirmed in history. The probable cause of the reported issue defective pressure detector and app board. No similar complaints were found in the last 12 months in service history review.